Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they wanted to talk to someone about taking the stimulator out. The patient was redirected to speak with a healthcare professional (hcp) regarding explant. The patient stated that they went to the hcp who looked at the scar and felt the area. The patient noted that the hcp had stated that it was hard around the area and that they were not sure if it was the battery or scar tissue. The patient stated that they were hurting and had thought the pain would have gone away after a week or 10 days. The patient noted that the pain was constantly there and that it was so bad that they could not even lay on it in bed at night. The patient stated that it was a different pain and that they thought it was supposed to go away after surgery. The patient wanted to have the device removed due to this. The patient reported that they had gone back to the hcp after 30 days and was told that the area was hard. The patient noted that the hcp had told them to give it time to heal good. The patient had not been back to the hcp until recently. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had a lot of pain. It was noted the top left side of the ins was more pronounced and had always been more pronounced. The patient could not lay on it at night and could not go to sleep on that side. No trauma/falls or medical test/emi environmental exposures were reported to be related the issue. It was noted this was a gradual onset of symptoms, and the patient would be following up with their healthcare provider (hcp). No further complications were reported/anticipated.

Event description:
Additional information received from the patient as they reported that they did not know the circumstances led to ins always being more pronounced on the left side. The left side always been harder. The pain was in that area up and below the implant. They had not touched the remote device since it was sent to the hospital. Their activity had not been changed. They were directed to contact medtronic for the issue. Patient's weight was reported. There were no complications or that no further complications were reported.